Event description:
Subsequent to the previously filed report, additional information was received. It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with three prostyle devices. The sheath was upsized to an 18f sheath and the evar procedure was completed. Cut down surgery was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: a3a - sex: updated from ni to male. A6 - race: updated from ni to white. A5 - ethnicity: updated from ni to not hispanic/latino. D9 - device available for evaluation: updated from no to yes. E1 - first name, last name, title: updated from mr. (B)(6) to dr. (B)(6). E3 - occupation: updated from non-healthcare professional to physician. H6 health effect - impact code: code 4641 was removed and code was 4624 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a cuff miss [suture retrieval issue] was noticed with three prostyle devices relative to an unspecified procedure. No additional information was provided at this time.